Manufacturer narrative:
The event occurred in (B)(4).

Event description:
Reporter stated that patient received the following results on compact plus system compared to a professional meter within 2 minutes: 8.7 mmol/l (compact plus system) and 5.0 mmol/l (professional meter). No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.